Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the graphic user interface (gui) printed circuit board (pcb) and the backlight inverter printed circuit boards (pcbs). An updated software level was added to the ventilator. The ventilator passed extended self tests (est), short self tests (sst), performance verification tests (pvt) and electrical safety tests.

Event description:
Report received of ventilator with a loss of communications. The ventilator was not on a patient at the time of the event.